Manufacturer narrative:
This lead was explanted. Pending the return and completion of lab analysis, this section will be updated appropriately.

Event description:
Boston scientific crm received information that following the implant procedure, the patient became unresponsive. Testing was performed which concluded the right ventricular lead had perforated. Attempts were made to reposition the lead, however, varying r-waves were obtained. As a result, this lead was explanted.